Event description:
It was reported that the patient began to experience lack of pain relief. Two dye studies were attempted but could not be completed due to inability to aspirate. A mass was detected by MRI on (B)(6) 2015. The drug being used in the pump, hydromorphone, was removed and replaced with saline. The patient reported improvement in back pain since replacing the drug with saline. The pump and catheter were explanted on (B)(6) 2015 and will be returned for evaluation.

Manufacturer narrative:
Device evaluation:the pump system was returned for investigation, which included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump system primed and flowed per specification.(B)(4)

Manufacturer narrative:
Once the device is returned and investigated, a supplemental report will be filed. (B)(4).